Event description:
Country of complaint: (B)(6). Needle and thread separation.

Manufacturer narrative:
Samples received: 1 unopened box (36 pouches) and 1 open sample. Analysis and results: there is a previous complaint of this code batch regarding the same issue. Nevertheless, the case was closed as not justified because no samples were received and no further analysis could be done in that moment. We manufactured and distributed in the market 6,084 units of this code batch. There are no units in stock in b. Braun surgical warehouse. We have received 36 closed units and an open and unused sample. The open sample received has the needle detached from the thread and the thread still wound on the pack. The thread has escaped from the needle. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.75 kgf in average and 0.27 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia / b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.